Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Reportedly, the customer was able to charge the pump with an alternate cable. Customer's blood glucose (bg) value was 670 mg/dl with moderate ketones. Bg cause was a result of the reported issue. A manual injection was administered to address bg. Replacement cable was sent to customer.